Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 251). From our investigation, we couldn't confirm the reported event. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in (B)(6). Trailing haptic does not fold as per IFU; iol got stuck in the nozzle during insertion. Initial defect category: clogging. Problem code: a050301, failure to eject. Iol was explanted on (B)(6) 2024.

Manufacturer narrative:
This initial emdr is being submitted to FDA for an event that occurred outside of the USA. Injector malfunction is indicated as a potential malfunction related to the iol or the injector system, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in australia. Trailing haptic does not fold as per IFU; iol got stuck in the nozzle during insertion initial defect category: clogging problem code: a050301, failure to eject iol was explanted on (B)(6) 2024.